Event description:
It was originally reported on (B)(6) 2013 that the patient had constipation after their implant. It was stated they also had stomach problems, not moving bowels, and constipation all after implant. The patient reported their implantable neurostimulator (ins) had been turned off for a couple weeks. About two weeks later it was reported the patient had nothing but problems and was having the device removed. The patient had an appointment on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va0c3kp, implanted: 2013 (B)(6); product type lead (B)(4).